Event description:
Reporter alleged the customer received discrepant back to back blood glucose results of 534 mg/dl, 218 mg/dl and 195 mg/dl when all tests were performed within 10 minutes on the compact plus system. Reporter indicated that the customer was given humalog based on the 218 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.